Event description:
It was reported that several needle fragments were stuck inside the device and were impossible to extract. There was no harm for patient, operator or third party reported. This was noticed during reprocessing. There was no case involvement. No further information received. Update dw 04-june-2024: further information were provided that the reported issue occurred during a surgery. The surgery could be finished successful with a new needle with the same part number (ar-12990n).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990n was received inside an ar-12990 knee scorpion batch number 14949473 for investigation. Visual inspection noted that a fragment of a needle was visible from the suture slot of the ar-12990 knee scorpion. The device investigated was the ar-12990 knee scorpion and functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 10512300 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.